Event description:
It was reported that the 2800 system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hospital power needed servicing. The system was tested and found to be working as intended and put back into service.